Manufacturer narrative:
We have now concluded our investigation into this complaint. The batch record was reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of the finished product specification. There was also no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. Unfortunately there was no complaint sample available for assessment at this time. As part of the investigation, the database of change controls for the agb lite product family was reviewed and it was found there were no changes to raw materials, manufacturing methods or equipment since the original qualification exercises that could have contributed to the issue experienced by the customer or alleged adverse reaction. The test data for swell absorption was also reviewed and the results for this lot were within specification. The investigation did not find product defect or manufacturing process issue so no action is required at present. If a sample is received, we will assess and make further investigation if appropriate. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the dressing did not sufficiently absorb the exudate.